Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tracheal intubation fiberscope had black dots. There was no report of patient harm. The device was returned, evaluated, and the coat of the image guide serpentine was found peeled (1mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. It was found that the image guide bundle had significant breakage. In addition to the peeling coat of the image guide, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover and a crack on the control unit; the tube cleaning brush could not be inserted because the channel tube was crushed; the connecting tube was dented; the venting connector under grip was shaved; there were scratches on the control unit, the connecting tube, the eyepiece, the diopter ring, the grip, the scope cover, the upward/downward plate, the angulation lever, and the image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.